Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic roux-en-y procedure, the needle kept popping out during the suturing of the anastomosis. The needle fell into the patient cavity but was retrieved. The current patient status is fine.